Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 50-year-old male with history of nicm, htn, dld, afib status post ablation presented with afib/rvr and acute on chronic decompensated heart failure. On (B)(6) impella cp was implanted via cfa. (B)(6) they were escalated to impella 5.5 with removal of impella cp. Patient was also supported on ECMO (unclear when this was initiated). (B)(6) there was an episode of ventricular tachycardia noted requiring cardioversion. Stable flows and device function. Device noted to be in good position. (B)(6) noted to have a gi bleed, anticoagulation held. (B)(6) attempted ECMO decannulation, patient suffered multiple episodes of vt/vf so ECMO continued. Impella was repositioned in attempt to help treat arrhythmia. (B)(6) decision made by family to withdraw care and patient expired.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause of the reported major bleed and arrhythmia could not be determined due to insufficient clinical information. H6 investigation type, findings and conclusion have been updated based on the completed investigation.